Event description:
Dr claimed that the unit does not function correctly. Dr stated that the unit does not provide stimulation to prove where probe is. The reporter indicated that this event did not occur during a surgical procedure.

Manufacturer narrative:
Evaluation results as received from howmedica leibinger gmbh suggest that this event would not be associated with the device but rather would be user related.